Event description:
It was reported that the patient¿s mother observed a leaking cartridge that left the ilet device wet with insulin, and the agent guided a cartridge and connector change, which was completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and resolution after the cartridge and connector replacement. Customer care agent provided remote troubleshooting and user education on performing a supply component change. Investigation of this case revealed leakage localized to the cartridge and/or connector, with successful mitigation after component replacement, consistent with a device component issue affecting the cartridge or connector. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable component leakage addressed by replacement and education.

Manufacturer narrative:
Initial.